Event description:
I am a soft contact lens wearer. In 2007, I started using amo complete moisture plus solution. I began to notice that I was having a lot of eye irritation in both eyes. There was a redness around the outside of my eyes that became very painful. I experienced all of the symptoms of ak (eye pain, eye redness, blurred vision, sensitivity to light, felt like sand was in my eyes all the time, and excessive tearing-even when I closed my eyes.) I had to go without my contacts, because of the severe eye pains. I tried using pain medication, because the pains were unbearable at times. I suffered eye pains for about two weeks before seeking medical help. In the meantime, if it cleared up a little, I started back wearing my lens, because I had to see. I continued to use the same solution (amo complete moisture plus), and the eyes got worse. The next month, I had to go see my eye doctor, at eye care facility. I was given two different medications to put in my eyes, and was told not to wear my lens until my eyes cleared. It did clear enough for me to start back wearing them, however, I continued to use the same solution. I continued to have the same problems with my eyes being infected. I got to the point where I would alternate eyes, by just wearing one contact instead of two, so that I could see. I even tried using new pairs of contacts thinking that would help, but it did not. So I wasted my contacts, because the solution was the problem all along. I went last week and had some glasses made that cost me alot, because I cannot depend on being able to wear my contacts, because of the eye irritation. When I heard about the recall today, I stopped using the solution and my eyes looks and feels better already. I have a doctor bill and the cost of two bottles of solutions that need to be reimbursed to me. I also would like to be paid an adequate fee for all the pain and suffering that I endured, because of the effect of this solution. Looking forward to hearing from you.